Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
Abiomed received notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular fibrillation arrest with a "probable" relationship to the impella device used: ¿underwent pci to rca & lt main on 6/19 c/b ventricular fibrillation arrest requiring defibrillation & amiodarone initiation. Cardiac arrest: patient went into ventricular fibrillation immediately after impella placement requiring defibrillation with 300 j and subsequent termination. Amiodarone load was administered and subsequently started on amiodarone drip.¿ the device was explanted. The patient recovered with no sequelae. The survival outcome at explant was survived.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. The instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients."